Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope balloon did not hold pressure, water/air channel reduced flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of deep cut lifting part on the probe unit reached the hard part under the pink probe coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of forceps elevator, up/down knob cannot be locked securely, air/water cylinder had discoloration, suction cylinder had discoloration, grip had a scratch, scope cover plate was detached, due to deformation of suction cylinder, suction valve could not be connected smoothly, acoustic lens had a scratch. Adhesive on bending section cover had wear, connecting tube had coating peeling. Due to wear of the angle wire, the bending angle in down direction did not meet the standard value. Ultrasonic probe was loose, image guide protector was damaged, universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.